Manufacturer narrative:
After analysis and review, the previously reported eval code-conclusion of was updated.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿motor ¿ gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor ¿ gear train anomaly ¿ stall due to shaft/bearing¿. The upper shaft of gear two had residue and shaft wear.

Event description:
Additional information received on 02-oct-2015 indicated that the pump was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4)

Event description:
On (B)(6) 2015, (B)(4) (hcp, rep): information was received from the health care provider (hcp) via a manufacturing representative, regarding a 71 year old female patient receiving intrathecal morphine 15mg/ml at 8.094mg/ml and clonidine 525mcg/ml at 283.28mcg/ml via an implantable infusion pump. The indication for use of the device was for non-malignant pain. It was reported that the patient presented to the pain clinic on (B)(6) 2015 with a stalled pump confirmed with interrogation and logs. It stalled at 7:25am, and had not recovered as of 1:45pm. The pump had previously stalled on (B)(6) 2015 at 8:40pm and did not recover until (B)(6) 2015 at 12:39am. It was noted that it also stalled on (B)(6) 2015 at 2:11pm, and did not recover until (B)(6) 2015 at 12:26am. The patient reports having an MRI "about 5 days ago" but reported that it did not seem to correspond with the stall events (reported that the first stall and recovery was 18 days ago.) The patient was hearing the pump alarm, and was also experiencing increased pain and some withdrawal symptoms. The pump was set to minimum rate, the patient was sent home on oral medications, and pump was scheduled to be replaced on (B)(6) 2015,. The issue was not resolved at the time of this report. The patient status at the time of this report was "alive- no injury." If additional information is received this report will be updated.